Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Related patient identifiers: (B)(6), and (B)(6).

Event description:
The customer reported to olympus that the evis exera iii video system center exhibited scope communication errors b30 and e216. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.